Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the surgery for the tibial shaft fracture with the screws and an expert tibial nail. The surgery was completed successfully without any surgical delay. The patient started postoperative rehabilitation and was in full weight-bearing rehabilitation state one week after the surgery. In a follow-up check 1 month after the surgery on (B)(6) 2021, the surgeon found screws had backed-out. In addition, the patient complained of feeling strange sensation of the skin. Revision surgery was performed on (B)(6) 2021. No further information is available. This report is for one (1) 5.0mm ti dual core lckng screw t25 strdrv 45mm/im nails-ster. This is report 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was conducted: sterile part: part #: 04.015.535s, lot #: 6l33643, manufacturing site: (B)(4), supplier: früh verpackungstechnik ag, release to warehouse date: 07 oct 2019, expiration date: 01 oct 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.